Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured at approximately 5 atm during the first inflation while being used within a 12mm stent in the right subclavian vein. Reportedly, the balloon had to be deflated using a 20ml syringe, and the sheath was slightly flared and slight frayed during retraction. Another balloon was used to complete the procedure. There was no report of patient injury.